Manufacturer narrative:
Clinical review: it is unknown if the patient was utilizing fresenius product(s) at the time of the event. There is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient was asked what mode of dialysis they are completing since discontinuing peritoneal dialysis (pd). The patient stated that they still have home dialysis but are doing in-center due to a stomach infection. No further details were provided. Attempts to obtain additional information were unsuccessful. It is unknown what type of stomach infection the patient was referring to in the survey. It is unknown if the patient was utilizing fresenius product(s) at the time of the event.